Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was recorded as high and customer administered an insulin injection to address bg. During troubleshooting with technical support, the pump was reset and the alarm did not reoccur. Reportedly, customer resumed pump therapy.